Event description:
N/a.

Manufacturer narrative:
Updated fields b4, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, component codes, investigation conclusions, h11 a getinge field service engineer fse evaluated the unit. The fse reported that the drive pressure regulator calibration failed and the vacuum check failed during pim leak test. The scroll compressor was replaced, the drive regulator calibration and compressor output test were passing. Device passed the performance and safety checks according to factory specifications. The following was performed by abdellatif berkane, sr service technician of the maquet failure analysis and testing dept. Wayne.the failure analysis and testing department received scroll compressor with a reported unit drive regulator pressure calibration failure and pim leak test failing.the fat department conducted a visual inspection of the part received and found that the part is in good condition.the failure analysis and testing department could not perform drive regulator pressure calibration due to the maximum pressure reaching 355.5 mmhg instead of 39010 mmhg, while the leak test was verified as passing.the fat dept. Was able to verify the malfunctioning scroll compressor.further investigation was done, the returned scroll compressor was tested. The mass flow acceptance criteria failed and the power test failed. The compressor was opened, visually identified particles of yellow color and signs of grease.the seal tip was removed and was identified to be heavily deteriorated. The seal tips thickness were measured and resulted in the following,seal tip 1 average 0.0465 inches,seal tip 2 average 0.0442 inchesthe acceptable measurement for the tip seal thickness ranges from 0.047 to 0.051 inches.it was then disassembled further and the shaft length was identified to be shorter than it should be. However, this length did not interfere with seal tip or the overall compressor function.the part face mount sealed motor and seal tip were replaced for investigation. A reassembly was done of the scroll compressor.conclusion of testing, the scroll compressor passed all testing per procedure.based on the condition of the seal tips, the probable cause for failure of the output test is wear and tear of the seal tip.the potential cause of seal tip to fail at 655 hours could be misalignment or misposition during assembly.

Manufacturer narrative:
Due to characterization limit e.1. Initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a drive regulator calibration failure during preventive maintenance. There was no patient involved.